Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, blisters were found on the patient. No additional information regarding patient treatment of the blister was provided. Trying to obtain more information.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.